Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, after dissection when the vasoview 7 xb harvest cannula was midway of tunnel, surgeon connects the co2 tubing to the cannula and experiences fogging of the scope. Even after the de-fogging of the scope, it still continued to fog. Surgeon took the cannula and tested the distal end in a gallipot of sterile water and realized no bubbling, which meant no co2 was coming out of the harvesting cannula. Surgeon decided to do bridging to harvest the vein out. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood was observed. There were no nonconformance observed to the cannula or insufflation tube. The device was evaluated for the presence or absence of air flow through the distal insufflation tube using a calibrated . A reference endoscope was inserted into a reference vv7 cannula and an air supply was connected to the distal insufflation tubing luer fitting. Air was passed through the insufflation port and was observed to flow freely through the distal port. To verify this, a pouch was sealed over the distal tip of the cannula. Air was passed through the cannula and the pouch was inflated. The air supply was stopped and the pouch stayed inflated. When gentle pressure was applied to the inflated pouch, the pouch deflated slightly, the air was turned back on and the pouch re-inflated. The test was then repeated for the reported cannula. The reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. We were unable to reproduce the reported failure in our testing. Calibration: test pressure: .4526 psig, pressure error: .07psig, min flow: 2000 sccm, max flow: 4500 sccm. Results: test pressure: 4553 psig, pressure error: .07 psig. Based on the testing results the values are within the calibrated range. Based upon the returned condition of the device and the results of the investigation, the reported complaint " improper flow; insufflation; cannula" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, after dissection when the vasoview 7 xb harvest cannula was midway of tunnel, surgeon connects the co2 tubing to the cannula and experiences fogging of the scope. Even after the de-fogging of the scope, it still continued to fog. Surgeon took the cannula and tested the distal end in a gallipot of sterile water and realized no bubbling, which meant no co2 was coming out of the harvesting cannula. Surgeon decided to do bridging to harvest the vein out. The hospital did not report any patient effects.